Event description:
Report rec'd from a dentist of an adverse event that occurred associated with the use of and accuject needle. This 50-year old female pt was being seen for several extractions for a denture fitting. The needle is reported to have broken off at the hub while the injection of local anesthetic was made. The needle was intentionally bent by the dentist for injection. A surgical procedure was performed to retrieve the needle from the gum and the pt is considered partially recovered at the time of this report. The causality of the relationship of the adverse event to the device is considered possible. Further info is expected. Health professional's assessment of causality: accident and/or injury possible.